Manufacturer narrative:
(B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number 73e2400582 manta 18f indicated no non-conformities related to this lot, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. Post-tavr, an 18f manta was deployed to the measured depth for closure. During the deployment, the manta anchor caught on a piece of calcium and became malpositioned. The anchor could not fully adhere to the vessel wall due to the presence of plaque. Balloon angioplasty was attempted, although not successfully, and the physician decided to surgically intervene. The manta device was explanted, the vessel was repaired, sutured for closure, and flow was restored. The patient did not experience any harm, injury, or health consequences from this event, and the outcome post-procedure was fine. The root cause of the delivery of the implant not being effective in creating hemostasis, requiring surgical intervention, is likely contributed to user error, due to poor patient selection, since the vessel was calcified.

Event description:
It was reported that "manta anchor caught on calcium, not allowing full opposition to vessel. Manta pgla anchor diminished flow to sfa and profunda. Balloon angioplasty attempted with no success. Cutdown performed on left fa. Manta device fully recovered and flow restored." Additional information: "during a tavr procedure, micro puncture and ultrasound were utilized to gain central access in the left common femoral artery. Vessel size was 7mm with no reported calcification or tortuosity. Measured depth for the manta was 4.5+1. Systolic bp was 130 and act was 238. Heparin was given during the procedure. The entire manta was removed during the cutdown and the patient was reported as fine post the procedure."

Manufacturer narrative:
Qn#(B)(4). UDI will be provided with the follow up report.

Event description:
It was reported that "manta anchor caught on calcium, not allowing full opposition to vessel. Manta pgla anchor diminished flow to sfa and profunda. Balloon angioplasty attempted with no success. Cutdown performed on left fa. Manta device fully recovered and flow restored." Additional information: "during a tavr procedure, micro puncture and ultrasound were utilized to gain central access in the left common femoral artery. Vessel size was 7mm with no reported calcification or tortuosity. Measured depth for the manta was 4.5+1. Systolic bp was 130 and act was 238. Heparin was given during the procedure. The entire manta was removed during the cutdown and the patient was reported as fine post the procedure."